Manufacturer narrative:
Manufacturing investigation evaluation: the received screw is missing threads on the head and the flutes. The part length measures in at 12.43mm; therefore, screw is part number 04.210.112 not 04.210.110. Since the head of the screw was received in an un-threaded condition, the complaint is considered to be confirmed. No lot number was made available; therefore, the device history record review could not be completed nor could inventory quantities be evaluated. Part number 04.210.110 is manufactured in the (B)(4) facility. The process flow for part number 04.210.110 is as follows: mill shaft threads - turn/thread head, flute - ultrasonic clean - bead blast - ultrasonic clean - in-process inspection - anodize - final inspection - final inspection - pack/label - release to warehouse. The turn/thread head, flute operation was not completed. The screw is missing both head threads and flutes. Per process sheet for the turn/thread, flute operation, blanks are loaded into a loading rail. Most likely, the screw with the missing features was not loaded onto the rail to have features completed, but still continued with order for processing. The following process controls are in place to detect occurrence of this nonconformance type: -turn/thread head, flute operation ¿ head profile checked at 4.0 aql -turn/thread head, flute operation ¿ flute length checked at 4.0 aql -final inspection - 100% check for cosmetics a product history review was completed with a search performed for part range 04.210.108 ¿ 04.210120 with date range july 20, 2015 to july 20, 2016 for missing features. However, no related complaints or non-conformances were found. A further one year review for non-conformances (nc) was completed for part range 04.210.108 ¿ 04.210.120. No nc¿s were found for missing threads on head or flutes. Per the complaint description, there was no harm to the patient as a result of missing features. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Additional device product code is hrs. (B)(4). The reported device was not implanted or explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the head of a 2.4mm x 10mm titanium (ti) variable angle (va) stardrive locking screw appeared completely smooth, as if it had been manufactured without threads. This was identified during a left great toe arthrodesis performed on (B)(6) 2016. The screw would not lock into the plate as the surgeon attempted to implant it. The screw was then removed, and it was then noticed that the screw head was smooth and without threads. Another identical screw was available for use. There was a reported thirty second surgical delay. The procedure was completed successfully with the patient in stable postoperative condition. This is report 1 of 1 for (B)(4).